Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high results. No defect found on returned meter. Root cause: rc-072: vial left open for an extended period of time. Note: manufacturer contacted customer in a follow-up call on 09-nov-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 143, 124, 118 and 147 mg/dl. The customer's expected am fasting blood glucose test result is 114 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 123 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/17/2023 and tests strips were opened one month prior to call. The meter memory was reviewed for previous test result history (date not set): result 1: 143 mg/dl , date: (B)(6) 2023 , time: 3:52 am fasting. Result 2: 124 mg/dl date: (B)(6) 2023, time: 3:50 am fasting. Result 3: 118 mg/dl,, date: (B)(6) 2023, time: 4:23 am fasting result 4: 118 mg/dl , date: (B)(6) 2023, time: 4:22 am fasting. Result 5: 147 mg/dl , date: (B)(6) 2023, time: 4:20 am fasting.